Manufacturer narrative:
The vancomycin reagent lot number was 82317101. The expiration date was not provided. The provided calibration showed no abnormalities. The provided qc was within the ranges on the day of the event. The provided alarm trace showed multiple sample short alarms. These are indicators of possible poor sample quality. The field service engineer (fse) found that the instrument needed to be decontaminated. He decontaminated the instrument and replaced the valves, the mixers, the vacuum module, the pump head, and the sample probe. Precision studies and some checks were performed, and they were within specifications. The fse verified that the instrument was performing within specifications. The service actions performed by the fse resolved the issue. No further issues were reported after the service visit. The root cause was due to a hardware issue.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with online tdm vancomycin gen. 3 assay on a cobas 8000 cobas c 502 module. Patient 1: initial result: 70.7 ug/ml (accompanied by ">critical range" data flag). Repeat result: 15.9 ug/ml. Patient 2: initial result: 42.9 ug/ml (accompanied by ">critical range" data flag). Repeat result: 8.9 ug/ml. The clinician/pharmacy questioned the initial results, prompting the original samples for patient 1 and patient 2 to be repeated on a different analyzer and the test to be reordered. The repeat values were deemed correct.